Manufacturer narrative:
The associated visionaire cutting block kit was not returned for evaluation. Therefore a product analysis could not be performed. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering analysis by our visionaire team noted that all alignment parameters were evaluated and found them to be within visionaire standards. No root cause could be determined. A clinical evaluation noted that without clinically relevant documentation and based solely on the engineering evaluation, additional posterior debris during measurements and/or placement of the 4-in-1 in slight rotation could have been possible contributing factors to the reported event, as manufacturing was within standards. Patient impact beyond the reported additional 2mm cut could not be definitively determined, as the patient¿s post-operative outcome/status was not provided. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, using a visionaire block which fitted perfectly on the femur, a cut that was 2 mm more than the planned was made. It is unknown how was the procedure concluded.